Event description:
Customer emailed technical support regarding suspected false negative samples while visiting friends and family in israel. Customer stated that individual was found covid-19 positive with israeli government pcr tests and then tested negative with cue test. Customer didn¿t have details of manufacturer of pcr tests, but stated the dates of pcr tests were the same as cue tests. Customer stated that individual had known exposure and mild symptoms. Customer stated that the cartridges were stored and used within the recommended temperature ranges of 59°f (15°c) to 86°f (30°c). Customer provided cartridge serial numbers ((B)(4)) for a few examples of negative cue results that were positive using official israel government pcr tests are. Reader sn: (B)(4).

Manufacturer narrative:
Investigation is ongoing and a supplementary report will be provided once complete.

Manufacturer narrative:
Correction to b3: date of event corrected to (B)(6) 2022. Investigation summary: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports false negative results obtained for 10 individuals on the cue covid-19 test for home and over the counter (otc) use while visiting friends and family in israel. This MDR is to document false negative result for 1 of 10 individuals. (B)(4) for other 9 individuals with false negative results. Individual 1 tested on (B)(6) 2022 with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 16345f, reader sn (B)(6)) and obtained a negative result. On the same day, customer states individual tested using an unspecified brand of pcr test and obtained a positive result.